Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated; the blade not properly attached to the handpiece; or the solid tone emitted when the blade becomes damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic low anterior resection, an error 5 was displayed and the device became not to be activated in about 2 hours and a half in the first device. The blade was broken off when it was checked outside the patient. No pieces fell into the patient. A sizzling sound was heard from the shaft in the second device. . Another device was used to complete the case. There were no adverse consequences to the patient.